Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The UDI could not be provided because this device was manufactured prior to being assigned a UDI number. Date of event is estimated. Attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-04575. It was reported that the patient had both scs systems explanted for an unknown reason on an unknown date. No further information was provided.